Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device gave a "battery not working" message after power on. The device issue was determined caused by battery age (7 years).

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720 during testing. There were no reported adverse events no patient present at the time of the event.